Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunction codes occurred after the reset. Customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer understood.